Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and beeped inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returend to a zoll certified service provider and the customer's report was observed. The ECG data files were provided for review. The customer's report was observed during review of the device activity logs. Without return of the device, component root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.